Manufacturer narrative:
The insulin pump received with a rf pic failed self-test during self-test due to faulty rf board. The pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a rf pic failed self-test from the insulin pump. The customer's blood glucose reading was 303 mg/dl. The customer stated that the alarm went off and the pump stopped working. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to clear the alarm with the escape and act button. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.